Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 4 of 4. The patient had not initiated therapy prior to connecting and a dummy tummy was not in use. The supplies had not been damaged by an outlet port clamp or assist device. The patient was not connected at the time of the alarm as the patient line had separated from the transfer set. The hp cycled the power and a system error 2367 occurred. The hp cleared the alarm. The patient would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2013. She stated that the patient had not reported the incident to her, but that she would follow up with him about it. She stated that she would have given him preventative antiobiotics if she had known, but that he was doing well with no adverse effects reported. No further information was available.